Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02 MFR report:3005168196-2016-01637. 1. Section h. Box 10./11. Narrative/corrected data. Results: the ruby coil embolization coil was detached from the pusher assembly and had a fractured stretch resistant (sr) wire. Conclusions: evaluation of the returned podj revealed that the embolization coil was detached from the pusher assembly and the stretch resistant (sr) wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the podj against resistance and will cause the embolization coil to detach. Further evaluation revealed that the podj pusher assembly was bent in multiple locations throughout its length and the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. This damage was likely incidental and may have occurred during packaging for return to penumbra. Due to the returned condition of the podj embolization coil, the root cause of the podj not taking its intended shape could not be determined. Evaluation of the returned ruby coil embolization coil revealed it was detached from the pusher assembly and the sr wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance, and will cause the embolization coil to detach. Evaluation of the returned lantern revealed that it was ovalized in the distal shaft. This damage may have occurred due to forceful manipulation of the lantern during positioning within patient anatomy. This ovalization may have contributed to the resistance experienced by the physician during the procedure. The pusher assembly and introducer sheath of the returned ruby coil, as well as all components of the other ruby coil mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report numbers: 1. 3005168196-2016-01638; 2. 3005168196-2016-01639; 3. 3005168196-2016-01640.

Manufacturer narrative:
(B)(4). Please also note that since it is unknown which issue occurred with which ruby coil lot number, this report and MFR report #3005168196-2016-01638 will have the same codes. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-01638, 3005168196-2016-01639, 3005168196-2016-01640.

Event description:
The patient was undergoing a coil embolization procedure to prevent a potential endoleak before an endovascular aneurysm repair (evar) using ruby coils and pod packing coils (podj coils). During the procedure, the physician deployed an initial ruby coil (lot #f62402 or #f68663) into the artery; however, the coil did not take its intended shape due to high flow in the artery. The physician then attempted to retract and re-advance the coil in order to get it to form; however, resistance was encountered so the physician successfully retracted the coil back out through the lantern delivery microcatheter (lantern). Next, the physician attempted to deploy a second ruby coil (lot #f62402 or #f68663) into the artery; however, the coil did not take its intended shape. The physician then attempted to retract and re-advance the coil in order to get it to form; however, while the coil was being retracted, it unintentionally detached within the lantern. Therefore, the physician removed the lantern with the detached ruby coil stuck inside. Next, a new lantern and a pod4 coil were opened and the physician was able to deploy and detach the coil into the artery. The physician then attempted to deploy a podj coil through the diagnostic catheter in order to fill behind the pod4 coil; however, the podj coil did not take its intended shape in the artery. Consequently, the lantern continued to back out from its target position because the podj coil stayed in a straight line and did not fold on itself to take its intended shape. Therefore, the physician retracted the podj coil; however, resistance was met and the coil became stuck in the diagnostic catheter and began unwinding in the diagnostic catheter and the lantern. The physician then removed the lantern with the podj coil inside. Thereafter, the procedure was completed using new ruby coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush. However, the lantern was flushed between each coil insertion. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please also note that the initial MFR reports indicated that both ruby coils were available for return. However, the manufacturer only received one of the ruby coils. Therefore, for the ruby coil that was not returned, the following codes apply: results: the ruby coil embolization coil was detached from the pusher assembly and had a fractured stretch resistant (sr) wire. Conclusions: evaluation of the returned podj revealed that the embolization coil was detached from the pusher assembly and the stretch resistant (sr) wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the podj against resistance and will cause the embolization coil to detach. Further evaluation revealed that the podj pusher assembly was bent in multiple locations throughout its length and the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. This damage was likely incidental and may have occurred during packaging for return to penumbra. Due to the returned condition of the podj embolization coil, the root cause of the podj not taking its intended shape could not be determined. Evaluation of the returned ruby coil embolization coil revealed that it was detached from the pusher assembly and the sr wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the podj against resistance and will cause the embolization coil to detach. Evaluation of the returned lantern revealed that it was ovalized in the distal shaft. This damage may have occurred due to forceful manipulation of the lantern during positioning within patient anatomy. This ovalization may have contributed to the resistance experienced by the physician during the procedure. The pusher assembly and introducer sheath of the returned ruby coil, as well as all components of the other ruby coil mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing.